Event description:
Customer has noticed that feco2 is under-reading on the qvm2. They have recently replaced wag line filter, nomoline and full circuit and still seeing the same issue. Protection of the wag line in good- 2 fluid traps, 1 gas line protector changed out regularly, when condensation is seen, tubing system opened and left to dry out between cases. Underreading persists.

Manufacturer narrative:
Review of log files shows issue stated, however this is not conclusive and device must be analysed on return. Device en route to manufacturer, to be investigated on return. Final report: 23-jan-2026: fluid ingress discovered following subject device investigation. There seems to be no issue seen with the feco2 - the unit will be recalibrated, due to the fluid ingress on the components they will need to be replaced. Root cause determined to be liquid ingress. Spectrum medical mandates that vacuum filters and water traps must be used and replaced routinely to prevent liquid ingress into the qvm.

Manufacturer narrative:
Review of log files shows issue stated, however this is not conclusive and device must be analysed on return. Device en route to manufacturer, to be investigated on return.

Event description:
Customer has noticed that feco2 is under-reading on the qvm2. They have recently replaced wag line filter, nomoline and full circuit and still seeing the same issue. Protection of the wag line in good- 2 fluid traps, 1 gas line protector changed out regularly, when condensation is seen, tubing system opened and left to dry out between cases. Underreading persists.